Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported the device was not returned to the manufacturer for analysis as the customer had discarded

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient was hit with a doorknob in the area of her ins and after that she did not feel the stimulation anymore. The rep stated that when they checked the lead, the patient had impedance on all. It was confirmed that a full lead revision occurred and the issue resolved. There were no further symptoms or complications reported or anticipated.